Manufacturer narrative:
The intraocular lens (iol) was received in two halves of the optic in a plastic bag. The returned lens was inspected at 10x microscope magnification. Lens has surface residuals adhered to both side of optic body compatible with handling lens in an unsterile environment. Also, near to the lens cut in two halves of the lens, some scratches are observed that may be related with the explant process. The condition (cut in half throughout the center of the optic) of damage in the sample does not allow performing the inspection in the miq (measuring iol quality) equipment. The lens diopter result obtained from the electronic system of the test performed during this lens manufacturing, shows that lens with serial number (B)(4) correspond to a 17.5d lens. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a patient had an intraocular lens (iol) explanted because he was ''unable to tolerate myopia and decided to exchange the intraocular lens for distance vision''. The patient is still under treatment.

Manufacturer narrative:
(B)(4). All pertinent information has been submitted.